Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited high capture threshold measurements and low pacing impedance measurements. The rv lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.